Event description:
The initial reporter alleged a discrepant positive result with the elecsys anti-hcv ii2 assay on a cobas e 411 analyzer. The initial result was 100 coi (reactive). Additional testing was conducted at the customer site and included chemiluminescent enzyme immunoassay (cleia) and polymerase chain reaction (pcr), both of which were negative. Repeat testing on the cobas e 411 analyzer yielded results of 100.6 coi and 102.1 coi (reactive).

Manufacturer narrative:
The analyzer serial number was not provided. The investigation determined that the anti-hcv g2 elecsys cobas e 100 v2 assay performed within specifications. Single antigen analysis identified unspecific reactivity to the ns3 antigen as the cause of the signal generation in the sample. Core and ns4 antigens showed only background signal levels. Confirmatory testing, including pcr and immunoblot analysis, confirmed negative results, as described in the method sheet. The event was attributed to a single false reactive result, which is covered by the specificity claim of the assay.